Manufacturer narrative:
This device passed labeled longevity calculation (per lab analysis) and was found that while implanted the device recorded no fault code 1003. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed to include device analysis information.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 which is indicative of battery voltage too low for the projected remaining capacity. This device was explanted and replaced. No additional adverse patient effects were reported.